Manufacturer narrative:
(B)(4). (B)(4).

Event description:
According to the reporter: the device could not be re-opened after closing and stapling correctly. An additional incision was made for another trocar to be inserted for handling and removing of the instrument.